Event description:
Boston scientific received information that after this device declared elective replacement indicator (eri), end of life (eol) was declared only one month later which may be an indication of an out of specification condition as there was not a normal eri to eol time frame. It was noted that rapid battery voltage depletion was the caused of the shortened time frame. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached storage mode due to low battery voltage upon return. Initial calculations determined that the device passed labeled longevity calculation, however the eri to eol time frame was confirmed to be less than 90 days. Investigation determined the device was unable to charge and deliver a full energy shock due to the low battery voltage and the increased cell impedance at the end of life. Despite exhaustive analysis, the condition that led to the unexpected rate of depletion after eri could not be reproduced.